Manufacturer narrative:
The events of capsular contracture, pain, and anxiety are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported an unknown side capsular contracture, baker grade unknown, pain and exchange from texture to smooth implant. Device remains implanted.